Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left (os) eye in the secondary procedure due to refractive surprise. No additional surgical intervention performed during replacement. Reportedly, patient is fully recovered. No further information is available.

Manufacturer narrative:
Date of event: unknown/not provided. The best estimate is between 1/26/2022 and 2/25/2022 when the customer reported that the lens had explanted. The device was not returned for analysis; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: returned to manufacturer on: 3/23/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received in a different serial numbers lens case and folding carton. Visual inspection under magnification revealed that the lens was receive cut in half. The lens was cleaned and, no issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut in half), no further product evaluation could be performed on the lens. The complaint issue could not be confirmed; therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.